Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx (unknown); g2: citation: authors: devarajan a, schupper a, rossitto c, bonet j, sorscher m, vasan v, morgenstern, ghatans, shigematsu t, berenstein a, fifi j. Use of a mini balloon microcatheter to facilitate penetration of fine vascular networks and curative embolization in vein of galen malformations. Journal of neurointerventional surgery 0:1¿9 2023. 10.1136/jnis-2023-020577. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of a mini balloon microcatheter to facilitate penetration of fine vascular networks and cu rative embolization in vein of galen malformations. The time frame of this study was from may 11, 2023, to july 7, 2023. The medtronic device used was onyx-18. Embolization with onyx-18 and significant network penetration occurred in 17/17 uses. No deaths occurred in the study population. Among patient adverse events included: near tip entrapment with lea cast displacement occurred in 1/17 uses. Another patient experienced postprocedural intraventricular hemorrhage requiring a third ventriculostomy without permanent neurologic deficit.